Event description:
On 5/3/06, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was not fully functioning. A CT scan indicated that a portion of the electrode array had migrated out of the cochlea. The decision was made to explant the pt's device. Surgery to explant the device is to be scheduled.